Event description:
The lens was implanted on 8/16/96. The physician explanted the lens on 9/10/96; the reporting physician indicated that the "haptics were defective." An alternative lens was implanted.